Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion black guide wire was returned for evaluation. From approximately 60mm distal to the proximal solder (set at 120mm from the tip), the polymer jacket and the outer coil were found elongated. Fragments of polymer jacket were intermittently observed on the elongated outer coil. At approximately 240mm distal to the proximal solder, the outer coil was found fractured. The polymer jacket was then removed for observation. Microscopic observation found that the inner coil and the twist wire (one of two core-composing wires) were fractured at approximately 53mm distal to the proximal-mid solder (set at 60mm from the tip). The other core-composing core wire was found fractured at approximately 40mm distal to the proximal-mid solder. Observation by scanning electron microscope (sem) found that the fracture end of the outer coil was twisted and had a relatively flat fracture surface, indicating that the outer coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. The fracture end of the core wire was found tapered, which is a trace of ductile fracture. The fracture end of the inner coil was also tapered. The fracture end of the twist wire was twisted and had a flat fracture surface, indicating that torsion had contributed to the observed fracture of twist wire. Measurement of the returned guide wire suggested that the core was fractured at approximately 10mm from the tip and the outer coil was fractured together with the inner coil and the twist wire at approximately 7mm from the tip. The separated wire tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion and tensile stress generated with wire removal might have been locally accumulated while the wire tip was caught and stuck in the lesion. Consequently, the wire tip could be fractured. It was concluded that this event was not attributed to product quality. Given that the separated tip of the sion black guide wire was not returned, a possibility could not be completely ruled out that it might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: ~ removal difficulty of guide wire ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion black guide wire had fractured during a primary angioplasty in myocardial infarction (pami) for the segment from left circumflex artery (lcx) to the obtuse marginal branch (om). During the procedure, the sion black guide wire was used. After a stent was deployed, the sion black guide wire was stuck and removed with difficulty. When the removed sion black guide wire was examined, coating on the device was found damaged. No additional action was taken against this event. There were no adverse patient effects associated with this event.